Manufacturer narrative:
A united states (us) customer contacted the siemens remote services center (rsc) and reported an observation of an erroneously elevated enhanced estradiol (ee2) result on a patient sample, when processed on an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and replaced the vacuum regulator, cleaned a blockage from the waste lines, adjusted the secondary vacuum and ran autocheck with no issues observed. Based on the available information, the cause of the reported event was due to the vacuum system which was resolved by standard service actions followed by recalibration. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reports observation of an erroneously elevated enhanced estradiol (ee2) result was obtained on a patient sample on an atellica im 1600 analyzer. The initial result was reported to the physician, who did not question the result. The same sample was repeated on the original analyzer and obtained a lower result which was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated ee2 result.